Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside two (2) homechoice automated peritoneal dialysis (apd) sets with cassettes; further described as ¿a broken plastic looking material inside the cassette¿. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h6: 4115 (previously 4114). Correction made to h10: the devices were discarded (previously not received for evaluation); therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.